Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had moved one day after implant. This was confirmed via x-ray with patient in standing position. All lead measurements were normal. Defibrillation threshold (dft) testing was performed and was successful. It was noted that the patient was discharged without consequence and this electrode will remain in service. No adverse patient effects were reported.